Event description:
Failure to alarm.

Manufacturer narrative:
The reported complaint was not confirmed, after the evaluation of the returned device. An evaluation was conducted to the pump, as per renasys go performance and safety check. A visual inspection was conducted and no anomalies were noted. The pump was tested per the normal test procedure for alarm functions and is working within specifications. The root cause for the reported issue could be one of many related to a pump response to a condition in the system, not necessarily caused by pump. No corrective action will be taken at this time, as no problem was found with the device. The unit is working within specifications. Smith & nephew has issued (B)(4) to initiate renasys product labeling updates. These labelling updates will provide enhanced information on the functionality of the alarms as they relate to the design of the device, and scenarios that can occur in clinical settings which may impact alarm functionality.